Event description:
It was reported by service report that the bed extender cable connector was cracked and the pins were bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Extender cable.